Event description:
It was reported that there were high impedances at implant and a breakage of the lead. It was noted that the lead was placed and an impedance check was done where four electrodes had high impedances. It was taken out of the battery and whipped down then placed back in the battery. There were high impedances again. The lead was taken out and put in the lower channel of the battery. The impedances were checked and there were the same four high impedances. The lead was replaced with a new lead and impedances were normal. It was noted that the patient status after device removal was recovered without sequela. The reporter noted the device was not used with the patient.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found no anomaly. Analysis of the anchor found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.